Event description:
Customer reported the collimator spontaneously closed down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the psi power supply. System operates as intended.